Event description:
It was reported that during a lap gastrectomy procedure, the clip jumped out from the jaw and could not be used in the middle of the operation. Another device was used to complete the case. There were no adverse consequences to the pt.